Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
It was reported that the unit had a touchscreen failure and could not be calibrated. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when they attempted to calibrate the touchscreen, they received a "bad touch" failure. The service technician recommended that the customer upgrade the unit's software to 2.10 or 2.30 and provided the part information for a replacement touchscreen. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when they attempted to calibrate the touchscreen, they received a "bad touch" failure. The service technician recommended that the customer upgrade the unit's software to 2.10 or 2.30 and provided the part information for a replacement touchscreen. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. The customer reported replacing the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a touchscreen failure and could not be calibrated. There was no patient involvement.